Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead with internal insulation abrasions 0.6 to 3.6 cm, 3.4 to 4.1 cm, 5.1 to 7.6 cm, 5.2 to 6.4 cm and 9.4 to 9.5 cm from the proximal end of the rv shock coil. The etfe coating of the cables were intact in these regions.

Event description:
This report is to advise of an event observed during analysis.